Event description:
Unable to reach the intended site: the delivery system was inserted from the right femoral artery without using an introducer sheath. However, the delivery system was unable to reach the target location as the introducer tip was unable to track through the infrarenal abdominal aorta due to its severe tortuosity. When the delivery system was advanced forcefully, the super stiff guide wire was bent. The delivery system was removed once and re-reinserted over a new super stiff guide wire, but still the delivery system was unable to reach the target location. The delivery system was then attempted to be inserted over a lunderquist extra-stiff guide wire (cook medical) which was replaced with the super stiff guide wire, however, the delivery system still failed to reach the intended site. The delivery system was removed from the patient and a dryseal introducer sheath (gore) was introduced to the target site. The treo delivery system was tracked through the dryseal introducer sheath and successfully navigated to the deployment site, and the stent graft was implanted successfully. The treo leg extension stent graft (at-l1517160, 2106180311) was also delivered via the dryseal introducer sheath, as the right leg of the treo main bifurcated stent graft was tortuous, and implanted successfully. Eventually, the main bifurcated stent-graft and two leg extension stent-grafts were implanted successfully. Subsequently, the procedure was completed successfully. Ancillary devices used: treo leg extension stent graft: at-l1517160, lot# 2106180311; treo leg extension stent graft: at-l1517160, lot# 2106180312; excluder leg, gore. Operation type: evar. (Tc# (B)(4)) patient outcome - "no health damage to the patient."

Event description:
Unable to reach the intended site: the delivery system was inserted from the right femoral artery without using an introducer sheath. However, the delivery system was unable to reach the target location as the introducer tip was unable to track through the infrarenal abdominal aorta due to its severe tortuosity. When the delivery system was advanced forcefully, the super stiff guide wire was bent. The delivery system was removed once and re-reinserted over a new super stiff guide wire, but still the delivery system was unable to reach the target location. The delivery system was then attempted to be inserted over a lunderquist extra-stiff guide wire (cook medical) which was replaced with the super stiff guide wire, however, the delivery system still failed to reach the intended site. The delivery system was removed from the patient and a dryseal introducer sheath (gore) was introduced to the target site. The treo delivery system was tracked through the dryseal introducer sheath and successfully navigated to the deployment site, and the stent graft was implanted successfully. The treo leg extension stent graft (at-l1517160, 2106180311) was also delivered via the dryseal introducer sheath, as the right leg of the treo main bifurcated stent graft was tortuous, and implanted successfully. Eventually, the main bifurcated stent-graft and two leg extension stent-grafts were implanted successfully. Subsequently, the procedure was completed successfully. Ancillary devices used: - treo leg extension stent graft: at-l1517160, lot# 2106180311 - treo leg extension stent graft: at-l1517160, lot# 2106180312 - excluder leg, gore operation type: evar (B)(6) patient outcome - "no health damage to the patient."